Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that the pump returned from clinical use in power off mode, ac cable connected to pump to place on charge. Audible alarm sounded, descending in volume to eventual silence. Issue not replicated when ac cable removed and reinserted into pump. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the pump returned from clinical use in power off mode, ac cable connected to pump to place on charge. Audible alarm sounded, descending in volume to eventual silence. Issue not replicated when ac cable removed and reinserted into pump. Event occurred at hospital during removal/end of therapy.